Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was bent as noted on fluoroscopy. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 52426 were returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted at 2.21 inches, proximal from the tip. In conclusion, the sheath failed the product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.